Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10. The alert date was updated from 9/4/2025 to 9/5/2025 based on the new information received. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported the patient underwent a dair requiring new implants due to infection and dislocation of ms fb poly. The surgeon confirmed the patient has had an infection for several weeks, and about four (4) weeks ago had a first dair which resulted in a swapped out poly to initially treat. Since then the patient had a fall and the infection has not cleared. The patient underwent another revision surgery due to the poly dislocation. The surgeon felt like not washing out for the infection may have resulted in the poly not seating correctly initially.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added : d6b, h6 health effect - clinical code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - advised today of dair requiring new implants due to infection and dislocation of ms fb poly which presented to hospital. Discussed with reg and surgeon, who confirmed that patient has had an infection for several weeks, and they believe about 4 weeks ago had a 1st dair which resulted in a swapped-out poly to initially treat. Surgeon said that patient has since had a fall and infection has not cleared. They suspect following clinical examination that poly has dislocated and needs to be swapped out and the patient requires another dair to help with infection. We discussed that poly may have dislocated if not seated properly in first dair. Surgeon has requested poly is examined for locking mechanism in addition. The product was not returned to depuy synthes for evaluation. However, based on the observations of the returned atune cr lt ms ins sz 7 6, it is reasonable to conclude that a disassociation event occurred between the insert and the unk attune knee tibial tray. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the unk attune knee tibial tray is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The overall complaint was confirmed based on the visual examination of the insert condition. The unk attune knee tibial tray would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.